Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.